Event description:
The hcp reported that the pump was explanted and replaced after an implant duration of 18 months, as the "pump delivers well for two weeks and then drops off; pt has withdrawal effects." Specific symptoms were not reported. "Pt loses effect of medicine with 10 ml left in pump." The hcp think "pump not functioning properly." A dye study was performed- resulting not reported.